Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to short of breath and hurt chest while breathing. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete..

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to short of breath and hurt chest while breathing. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box and in the iso port ( international organization of standardization). Dust-like contamination on top of the blower motor and the blower motor seal, blower box. Black dust like contamination ( inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. White and unknown brown specks of contamination on the bottom of the blower box. Fitt ( foam integrity test tool) and the associated procedure ER 2245460 v01 was not able to confirm the presence of degraded sound abatement. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device , there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d1, d4, d9, g3, h3, h4 and h6 have been updated or corrected. ( d1, d2 & h4 was missed to updated in initial report).